Manufacturer narrative:
No failure detected - the device either functioned as designed or a failure was not found. No failure detected, device operated within specification. Samples received on (B)(6) 2015. One unopened pouch of five pads with lot 2018-02cr was received. All 5 pads within the pouch appear normal and had uniform gel. When the liner was peeled from the gel pad, the product liner removed readily with no issues. There are no apparent quality issues with the complaint samples returned. It was indicated that the patient had fragile skin and that injury was related to long term use of cortisone. The removal technique used by the staff would require extremely slow and careful removal of the pad from a patient with this skin condition.

Event description:
It was alleged that a patient suffered a skin tear on her right thigh after removal of the electrosurgical pad. The skin was stuck to the pad. The skin tear was 18 centimeters long. The skin tear was treated with a disinfectant and closed with sutures. Skin was damaged by long-term cortisone treatment. Patient gets black and blue bruises easily. It was indicated that the procedure required the use of nac1 as irrigation/distention solution. There was no skin prepping prior to the pad being adhered to the site and there was no hair at the pad site.